Manufacturer narrative:
(B)(4).

Event description:
Nursing staff noticed leaking from extension line of catheter while in use. Line was being used for antibiotic infusion and "had been insitu for a few days". Once leaking noticed, a split was observed in the extension line. PICC was replaced using over the wire exchange. No patient harm. The patient's condition is reported as fine.

Event description:
Nursing staff noticed leaking from extension line of catheter while in use. Line was being used for antibiotic infusion and "had been insitu for a few days". Once leaking noticed, a split was observed in the extension line. PICC was replaced using over the wire exchange. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen PICC catheter for analysis. Signs of use in the form of biological material was observed inside the proximal extension line. It was noted that the catheter body was intentionally severed near the juncture hub. The severed portion was not returned for analysis. During initial visual analysis, the leak could not be located. After flushing both extension lines, further visual analysis revealed a crack in the proximal extension line. The crack was located near the juncture hub. The appearance of the defect appears consistent with damage due to contact with a sharp instrument (i.e. Scalpel, scissors, etc.). The total length of the catheter body from the juncture hub to the severed end measured 0.5". This indicates that between 19.1875"-21.1875" were cut off the catheter body and not returned per catheter product drawing. The outer diameter of the proximal extension line measured to be 0.0965" which is within specifications of 0.093"-0.097" per proximal extension line extrusion product drawing. The inner diameter of the proximal extension line measured to be 0.057", which is within specifications of 0.055"-0.059" per proximal extension line extrusion product drawing. This indicates that the wall thickness measured as expected. With the distal end of the catheter occluded, the extension lines were pressurized using a water-filled lab inventory syringe. When the proximal line was pressurized, water leaked from the slit in the proximal extension line body. A manual tug test confirmed the proximal and distal extension lines were fully secured within their luer hubs. A device history record review was performed, and potentially relevant findings were identified; however, it has been concluded that these findings are not the same issue as the root cause involved with this complaint. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested". The complaint of an extension line leak was confirmed through a complaint investigation on the returned sample. The proximal extension line had a slice in its body. The slice was smooth and linear. The returned sample passed all relevant dimensional inspections. The damage observed is consistent with contact with a sharp instrument (i.e. Scalpel, scissors, etc.), therefore the probable cause of this complaint is unintentional use error - contact with sharps. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and the following relevant findings were identified: for material eb-01652-009b, a non-conformance was initiated for 13p19k0211 and 13p19j0249 in regard to dimension out of specification (wall thickness). This is a potentially relevant finding. For material c-15802-019a, a non-conformance was initiated for 13c20c1496 in regard to an extension line/luer hub separation. This is a potentially relevant finding to this complaint. For material c-15802-021d, a non-conformance was initiated for 13c19m0740 and 13c19m0741 in regard to an extension line leak during use. This is a relevant finding for this complaint. The IFU provided with this kit states, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Nursing staff noticed leaking from extension line of catheter while in use. Line was being used for antibiotic infusion and "had been insitu for a few days". Once leaking noticed, a split was observed in the extension line. PICC was replaced using over the wire exchange. No patient harm. The patient's condition is reported as fine.